Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were thoroughly analyzed. In particular the returned pacemaker dump was analyzed revealing an unexpected battery behavior leading to the clinical observation. It was reported that the pacemaker was explanted. For further insights regarding the clinical observation, the device return would be essential. Should the device itself become available, the investigation will be updated.

Event description:
After an implantation period of approx. 101 months, it was reported that the eri status was observed. Device was explanted.